Event description:
It was reported that the patient presented in the or for a cardioversion procedure. The patient was symptomatic with complaints due to arrhythmia condition. Noise was observed on the lead. Noise was still present post-procedure. Externalized conductors were observed via fluoroscopy between the distal and proximal coils. Lead will continue to be monitored.

Event description:
New information received indicated that the lead was successfully capped and replaced during a device change-out procedure. The patient was stable post procedure and will continue to be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.